Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: there were no power interruptions observed in the pump's black box. The pump was able to power on with no issues. The pump performed a 24 hour duration test with no power interruptions. There was no evidence of moisture or damage to the internal power circuit. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.